Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient was hospitalized with blood glucose level 27.8 mmol/l and ketoacidosis. The pump warned for occlusion errors, but patient has expressed the suspicion that problem is in the pump.a request was made for the return of the device, replacement sent.